Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that she was driving and had a low battery alarm. Customer changed the battery but when she got home, nothing came back on. Customer's blood glucose was 134 mg/dl at the time of the incident. Customer found no moisture exposure. Troubleshooting was performed and customer was advised to call back after a 10 minute pump rest. Customer stated that after a 10 minute rest, the display did not return. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.